Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Based off the information received, the reported event is likely due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device. (B)(4).

Event description:
Medtronic received information that during the implant of this mitral annuloplasty ring, the device was implanted and removed during the procedure. After the valve was sutured into place, a transesophageal echocardiogram (tee) showed that the attempted repair was unsuccessful due to residual leak. The physician stated that there was no failure of the annuloplasty ring. The device was removed, and a bioprosthetic valve was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.